Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and reproduce the complaint by going into the mainte function to open and close the chuck on the transfer assembly, which failed. The x-axis cup transfer assembly had a faulty motor that drives the chuck assembly, fse replaced the x-axis cup transfer assembly. No further action required by field service. The aia-2000 analyzer is functioning as expected a 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 28oct2021 through aware date 28nov2022. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (4171) x-axis cup transfer chuck home detection failure cause: the home sensor failed to activate after the x-axis cup transfer chuck moved toward the home position, if this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the faulty x-axis cup transfer motor that drives the chuck assembly.

Event description:
A customer reported error message ¿4171 x-axis cup transfer chuck home detection failure¿ while running patient samples on the aia-2000 analyzer. Technical support specialist (tss) instructed the customer to restart the analyzer but error persisted, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The picking up mechanism was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported error was due to failure of the picking up mechanism. The most probable cause of the reported event was due to failure of the picking up mechanism cause traced to component failure.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformance, failure, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.